Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty attaching the dilator to the sheath is confirmed and was determined to be manufacturing-related. One 4.5 fr microintroducer was returned for evaluation. An attempt was made to screw the dilator locking collar onto the t-handle of the returned sheath, but it could not be fully secured or tightened into place. An attempt was also made to attached the returned dilator onto the t-handle of a non-complainant microintroducer sheath, but again it could not be tightened into place. When attempting to attach the t-handle of the returned sheath to a non-complainant dilator locking nut, the two pieces were easily secured together, suggesting the damage/defect is present on the returned dilator and not on the t-handle of the returned sheath a microscopic observation revealed the presence of a small amount of damage on a section of the threads of the interior of the dilator locking collar. A side-by-side comparison of the returned sample with a non-complainant sample showed that the locking collar of the returned sample does not fully tighten onto the t-handle of the sheath as it does on the non-complainant sample. The investigation findings suggests this condition was likely caused by a molding flaw during the manufacturing process. Photographs of the sample have been forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty attaching the dilator to the sheath is confirmed; however, the exact cause could not be determined. One 4.5 fr microintroducer was returned for evaluation. An attempt was made to screw the dilator locking collar onto the t-handle of the returned sheath, but it could not be fully secured or tightened into place. An attempt was also made to attached the returned dilator onto the t-handle of a non-complainant microintroducer sheath, but again it could not be tightened into place. When attempting to attach the t-handle of the returned sheath to a non-complainant dilator locking nut, the two pieces were easily secured together, suggesting the damage/defect is present on the returned dilator and not on the t-handle of the returned sheath a microscopic observation revealed the presence of a small amount of damage on a section of the threads of the interior of the dilator locking collar. A side-by-side comparison of the returned sample with a non-complainant sample showed that the locking collar of the returned sample does not fully tighten onto the t-handle of the sheath as it does on the non-complainant sample. The manufacturing facility evaluator successfully reproduced the failure when excessive force was used to adjust the dilator collar on the t-handle; however, without further evidence, the exact root cause for the observed failure is unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the sheath and dilator parts could not be locked (spinning freely). No further details available or provided.